Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on her onetouch delica lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began one evening 4 weeks prior to contacting lfs. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. A couple hours after the start of the alleged issue, the patient claims she felt symptoms of sweat, weak and tired. Treatment was not specified at that time. For reasons not specified, several weeks after the start of the alleged issue, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of "27 mg/dl" with the ER/ hospital meter. The patient was administered intravenous (IV) glucose as treatment. The cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to the reported lancing device issue.

Manufacturer narrative:
(B)(4): the lancing device passed testing. The primary complaint was not confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lancing device involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product that do not pass inspection in a supplemental report.